Event description:
It was reported that a pocket infection had occurred. The lead was capped and replaced. Further review of the manufacturer's database indicated the patient is deceased. Additional information obtained indicated the patient died approximately three weeks after lead replacement. The patient was discharged to hospice one week after lead replacement with a diagnosis of encephalopathy. The source of the infection was requested and is not known, however, the encephalopathy is reported to be related to an infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.